Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 9 77a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) was relocated. Their ins was at their waist line and very uncomfortable so they moved it to their back. Since the ins had been moved they had been unable to use the belt when charging.